Event description:
Report received indicates that prior to weight testing the unit, a weight of approx 182lbs was applied to the lifestrap at its fullest extension, and a "cracking" sound was heard. No injuries reported.

Manufacturer narrative:
F/u report will be submitted once the motor has been returned to the MFR for analysis.